Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms were noted. The pump passed self test and was monitored. No alarms were noted. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 217mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.